Manufacturer narrative:
Device has been evaluated but not yet repaired.

Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes related to the internal battery were observed. The device's internal battery will be replaced to address the issues.